Manufacturer narrative:
The sample is available for evaluation. A follow up medwatch will be filed upon completion of baxter's investigation. (B)(4).

Event description:
Customer reported that they flushed PICC line and noticed that it was leaking at hub. The area was tightened but remained leaking. Tubing and positive pressure changed. There was a visible crack at hub of extension tubing where it connects to positive pressure cap. The reported condition occurred during use on patient. Customer reported there was a report of patient injury. Attempts are in progress to obtain additional information pertaining to patient status.

Manufacturer narrative:
(B)(4). Despite baxter's attempts, the sample and additional information could not be obtained regarding this event.